Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that dirt adhered to the electrical contact of the video connector led to the malfunction. Resulting in the communication failure. The event can be prevented, by following the instructions for use which state: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found physical/chemical stress, damage to the pixel of the image sensor imaging device by cosmic rays, and problems related to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had an image failure. The issue was found during preparation for use for an a transurethral resection of the prostate for a therapeutic procedure. The procedure was completed with a machine swap for the visera elite video system center. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: poor contact of video connector (corrosion of electrical contacts, dirt, foreign objects). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.